Manufacturer narrative:
The report we received indicated that an expired stent was placed in a pt in the right iliac. There were no adverse effects to the pt. The product is not available for evaluation or testing. Therefore, please note the following: clinical impressio: the reported complaint was "use of an expired smart control stent." There was no report of incorrect or inappropriate labeling. Lot history review: there is one complaint reported for this sterile lot number to date and this is the first of this type. Catalog history review: this is the first reported complaint of this type for this catalog number in the previous six months to the alert date. Conclusion: no product was returned. No similar complaints have been received for this sterile lot number to dae and no other complaints have been received for the catalog reported over the past six months previous to the alert dae. Manufacturing records were reviewed and no anomalies hat can be associated with the reported complaint were found. Labels attached to route sheet showed that product involved on this complaint was properly labeled and there was no discrepancy found with its expiration date however the event date reported for this complaint revealed that product was used after the expiration date. Inspections are in place to prevent and detect expired ses products from leaving the facility. The IFU of this product warns to use the stent system prior to the "use by" date specified on the package. Failure reported could not be considered as manufacturing related, the giving use of product after date stated in package could not be determined. Cordis corporation will not be responsible for any direct, incidental or consequential damages resulting from expired product use. Therefore, no actions will be taken.

Event description:
Expired stent was placed in a pt.